Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge insulin bladder "popped" after customer had pre-filled and stored the cartridge in the refriderator. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem customer technical support regarding the issue.